Event description:
On (B)(6) 2015, the reporter contacted animas reporting a blood glucose of 300 mg/dl with dry mouth, thirst, and nausea related to an intermittent power issue. The reporter indicated that the battery cap was unable to tighten to the pump and the battery compartment was noted to have stripped threads. This report is made based on the allegation that the patient experienced hyperglycemia related to the power issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.